Event description:
The device was implanted on (B)(6) 2015. However, during a routine follow-up on (B)(6) 2015 (first interrogation after implantation), the following warning message was displayed: "[a25] r.r.t (recommended replacement time) detected (B)(6) 2014: plan device replacement." Preliminary analysis showed that the reported behavior was due to telemetry errors.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report for complete details.

Event description:
The device was implanted on (B)(6) 2015. However, during a routine follow-up on (B)(6) 2015 (first interrogation after implantation), the following warning message was displayed: "[a25] r.r.t (recommended replacement time) detected (B)(6) 2014: plan device replacement".preliminary analysis showed that the reported behavior was due to telemetry errors.